Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that the halation disappeared after the white balance was taken. The subject device performs brightness detection for dimming in the latter half of the white balance processing. If the gain values of red and blue of the white balance is lower than when the white balance is correctly taken, the brightness detection value will also be small, and the dimming control will be performed to increase the amount of light, so halation would worsen. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the failure of white balance.

Manufacturer narrative:
The device has not been returned to factory of omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user performed a procedure with the device, rigid video laparoscope wa50050a, and xenon light source clv-s190. Immediately after starting the procedure, the endoscopic image became hard to see because of halation ant the physician had hard time observing the patient's body cavity. The halation disappeared after adjustment of white balance. The user continued the procedure and completed. There was no report of patient injury associated with this event.